Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Heartmate 3 lvas implant kit ((B)(4)). No further information was provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that there was bleeding after the pump was locked into the apical cuff. The source of bleeding was between the apical cuff and the pump. The bleeding resolved after disengaging the pump from apical cuff 3 times. Related manufacturer report number 2916596-2021-01348.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of bleeding from apical cuff site could not be confirmed and a specific cause for the reported event could not be determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the lvad assembly device history records showed that the cuff lock installed on (B)(6) passed all inspection and testing. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 5 ¿surgical procedures¿ (under ¿preparing the ventricular apex site¿) contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the left ventricle. This section cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. No further information was provided. The manufacturer is closing the file on this event.